Event description:
(B)(6), accessit note, ¿late note for (B)(6) 2013 received bg log without times, carb amounts, or bolus information. Called the mother and pt and had to lvms. Mother of the pt called back then put the child on the phone. The pt started crying and said she did not know what she is doing with the pump, was not able to explain the high or low bgs, said she is running out of insulin every day and a half then changes the cartridge and site. Bgs as low as 49 and as high as 421 in log sheet. She said she treats lows with glucose tabs. She denies having a bad site or a canula that looks bent although the log indicates several high bgs in a row or all day. Pt does not check ketones. Reviewed troubleshooting and treating high and low bgs. Suggested read workbook. Pt and mother report not having the insulin and catheters/cartridges they need and she will run out before they can get more. Pt crying and wants to go back to mdi. Called the hcp, (B)(6), md and she said it was fine for the pt to return to mdi on previous doses of lantus 30u at hs, and novolog flexpens, and icr 1:6, isf 40 for bgs above 120mg/dl. Called the mother and pt back to report that the hcp was contacted and for her to return to mdi and to follow up with their office on tuesday (B)(6) 2013 since monday is a holiday. They will make an appointment for more training and will get orders for supplies and novolog for pump straightened out before she returns to the pump. Mother and pt verbalized understanding and agreed to this plan. Pt discharged back to the hcp.¿ called, unable to leave voice msg, no longer in service.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.